Manufacturer narrative:
The customer did not return the suspected product. An in-house testing was performed using in-house contour meter and in-house contour test strips, which gave satisfactory performance.

Event description:
A healthcare professional (hcp) from the fire department called and reported that they were assisting a patient with their hypoglycemic episode. The hcp stated that the blood glucose reading with the ambulance's meter was 35 mg/dl and that with the patient's meter was also low. However, the reading obtained with the fire department's contour meter was 63 mg/dl. The hcp did not know which meter was used by the ambulance but thought it was a contour meter. The reading obtained on the patient's meter was not provided. The test strips are not expected to be returned. Since the strip information was not provided, this report will be submitted under the meter information.